Manufacturer narrative:
Device evaluation: a review of the device noted an opening on the anterior side, assessed as a fold flaw opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remain implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22jan2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 13mar2024.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Device has been explanted.